Event description:
Blood glucose results of "10.1mmol/l" with a lifescan meter, and "5.1 mmol/l" on a laboratory device, performed within 10 minutes of each other between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction in terms of precision. The meter and test strips were replaced.